Event description:
It was reported that a user experienced difficulty initiating an fl3+ sensor scan within the mobile app, with the app displaying ¿ready to scan¿ but not completing the scan and no error messages generated. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no alerts, and no alarms. Investigation included technical troubleshooting and user education. Investigation of this case revealed that app reinstallation did not resolve the issue, but a phone restart enabled successful scanning and the sensor entered warmup. It was concluded that the event was due to a transient app or phone interface issue that resolved with device restart.